Event description:
It was reported that post-operatively the screws were loosen in the construct and the ardis implant was found to be cracked. The original surgery treated l4-l5 with sequoia instrumentation an ardis implant. Approx eight months post-operatively, the pt was being revised for non-fusion and on x-ray the four screws had a "windshield washer" effect. As well the ardis implant was cracked at the distal end. The surgeon believes the implant broke during the original insertion with the original inserter, but it wasn't noticed at the time. All instrumentation and the implant were removed and replaced.

Manufacturer narrative:
Product is expected to be returned, but has not yet been received.